Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. Report stated in 07/2004, pt's blood sugar began running high in the evening. When pt was not responding to corrections, they contacted md and cde. They changed out site, set, cartridge, and insulin however, blood sugar continued to rise. Pt began spilling large amounts of ketones and experiencing nausea/vomiting. Two days later pt was taken to e.r. And admitted for dka. The reporter wishes to have the device reviewed to determine if it was the cause of the incident.